Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer experienced an elevated blood glucose (bg) level around 270 mg/dl and was hospitalized after visiting the emergency room. The customer was treated with manual injections of both basal and short acting insulin at the hospital. Treatment resolved the issue with no permanent damage to the customer, who was released from the hospital on 01/26/2026. The customer continued using the pump for insulin therapy.